Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up and downs buttons on the insulin pump had no response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage inside of the device. It had minor scratches on the display window, cracked display window at the bottom left and right corners, cracked case at the display window corners, and cracked reservoir tub lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 106 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.